Manufacturer narrative:
(B)(4). The customer returned one, 4-lumen cvc for evaluation. Signs-of-use in the form of biological material was observed inside the extension lines. Visual analysis revealed that the proximal extension line contained a hole directly adjacent to the proximal luer hub. No other holes or defects were observed. The proximal extension line outer diameter measured 2.15mm, which is within the specification limits of 2.13mm-2.21mm per the extrusion graphic. The proximal extension line inner diameter measured 1.45mm, which is within the specification limits of 1.42mm-1.50mm per the extrusion graphic. The catheter body length from the juncture hub to the tip measured 220mm, which is within the specification limits of 207mm-227mm per the catheter graphic. All three lumens were initially flushed using a water-filled lab inventory syringe to ensure no blockages were present. The distal end of the catheter was then clamped, and each lumen was pressurized using a water-filled lab inventory syringe. When the distal line was pressurized, a small leak was detected near the luer hub of the proximal extension line. No leaks were detected in the other lines. Despite the damage to the proximal extension line, a manual tug test confirmed all four luers were fully secured to their respective extension lines. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report of an extension line leak was confirmed by functional and visual inspection of the returned sample. The proximal extension line contained a small hole adjacent to the luer. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend reports of this nature.

Event description:
After an hour of injecting medication through the c-line, the md found the blood was leaking next to the c-line. The md found that the hub of proximal line was almost detached.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
After an hour of injecting medication through the c-line, the md found the blood was leaking next to the c-line. The md found that the hub of proximal line was almost detached.